Event description:
It was reported that during follow-up in clinic, noise oversensing on right ventricular lead was observed. The patient reported to feel dizzy. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable during and after the procedure.